Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error when trying to deliver insulin bolus. It was stated that the customer went into the pool with the device for a few minutes. Blood glucose 374 mg/dl. Nothing further reported.